Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation and explant of textured implants due to the patient¿s concern with the product. Deice remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, crease folds, wear abrasion, a broken plug strap, and yellow particles in shell. A leak test and microscopic analysis were performed which identified a curved sharp opening on the posterior side in the same location of the crease, and broken plug strap with sharp edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is a sharp crease opening assessed as a fold flaw opening, and a broken plug strap with a sharp edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product." Device has been explanted.